Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and ams perigee was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to dyspareunia.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent attempted diagnostic laparoscopy that was converted to laparotomy and excision of right adnexal mass that comprised an ovarian remnant syndrome and fallopian tube on (B)(6) 2009 due to right sided pelvic mass and suspected ovarian remnant syndrome. No additional information was provided.